Manufacturer narrative:
(B)(4).the insulin pump was received no button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window. The device was received with cracked battery tube threads and reservoir tube lip. The device was received missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 8.1mmol/l. The device was not dropped or bumped. Customer stated he went to a sauna but kept the device in the dress on a window bench. No further information reported.